Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter was reported via phone call that the buttons on insulin pump were not working properly. The customer¿s blood glucose was unknown at the time of incident. The customer state that buttons were getting worn out had to find a location on button to make it respond. The customer also report that the buttons were not responding when pressing and act up and down arrows were worn. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2 or lcd keypad connector noted.